Manufacturer narrative:
Eval - results: eval of the returned product found the unit does not send a signal to activate the nurse call light at the test fixture when weight is taken off the sensor. There is a crack on the dust cover outside of the battery compartment. There are scuff marks on the front enclosures. Damages seen may contribute to the issue found. This alarm has been in service for over three years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound. Customer did not provide the date of event. Customer reported it was discovered while in use but no pt incident or injury was reported.